Event description:
The ruptured right posterior communicating artery aneurysm was successfully occluded with coils. Approximately nine months post procedure, the patient was diagnosed with a reoccurrence of the aneurysm. The aneurysm was treated with surgery, no details were provided and the event was considered resolved nine days later with no residual effects.

Manufacturer narrative:
There was no report of any device malfunction or nonconformance related to the use of these devices in the index procedure.